Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) .

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the inner and outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The lead was returned with severe explant damage. The lead was destructive analyzed. The lead was thoroughly visually analyzed, and an in-vivo conductor fracture was not observed.

Event description:
It was reported that the right ventricular (rv) lead fractured, had high impedance and showed reproducible noise on the electrogram. The lead was explanted and replaced. No patient complications have been reported as a result of this event.